Event description:
It was reported that during the procedure, the speedband superview super 7 ligator band deploy at the target site. The entire device was removed from the scope, and the thread had to be cut to allow the device to be removed. The procedure was completed with another speedband superview super 7 ligator. There were no reported pt complications.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and exp dates cannot be determined.